Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it was found that communication failure occurred due to cable failure, thus, ¿no image¿ occurred. For cause of cable failure, it was determined to be due to water flooding from damaged cable coat. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations of ¿no image. Probably the cable is broken¿ was confirmed. The device evaluation found due to damage on cable unit, the endoscopic image could not be displayed. Also, part of the cable unit was swollen and had a cut. Due to damage to the cable unit, watertightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the 4k camera head had no image. Probably the cable is broken. The issue was found during an unknown procedure. There were no reports of patient or user harm associated with this event.